Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a spider fx with a 6fr during treatment of a 30mm proximal saphenous vein graft plaque lesion. Vessel diameter reported as 3.5mm. Slight tortuosity and calcification are reported. Lesion exhibited 90% stenosis. It is reported that the spider filter broke off in the patient. Two coronary stents were placed.

Manufacturer narrative:
Additional information: no resistance was felt during advancement of the device. The spider filter broke off in the patient's svg to diagonal (branch). Two coronary stents were used to jail the detached filter against a vessel, in the svg to diagonal. Patient is doing fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: svg to diagonal has 90% ostial and 80% mid stenosis. The spider fx was used during placement of two non-medtronic drug eluting stent in the saphenous vein plaque lesion. Upon removal of the spider fx, the tip of the wire of the spider filter broke at the ostial stent. Two additional stents were used to cage the tip to the vessel all. If information is provided in the future, a supplemental report will be issued.